Manufacturer narrative:
Device evaluation: device decontaminated with cidex-opa. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. There was no detachment on the returned device. Image evaluation: one image received: image shows a dislodged stent. Deformation evident to the stent with struts bunched and overlapping. The stent appears to be stuck/taped to a shiny white background, possibly a product pouch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was intended to be used to treat a moderate calcified, severely tortuosity mid diagonal branch. The device was inspected with no issues. Negative prep was not performed. The device was kinked and re straightened during use. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was not used during delivery. It was reported that the stent was not in the true lumen and when the doctor pulled back the device to reposition it the stent slipped away from the balloon during retrieval through the y connector and failed to cross the lesion. The stent stayed in the y connector. It was reported that a balloon break/fracture occurred and the device was kinked and restraightened during use. Once the true lumen was found another resolute onyx same size stent was used to treat the lesion. The patient is alive with no injury.